Manufacturer narrative:
Procode: krd/hcg. (B)(6). It was reported that the device would be returned for analysis; however, the device has not yet been returned. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during coil embolization of a ruptured anterior communicating artery aneurysm, a deltafill 18 coil (dlf180625, s13002) became stuck in the sl10 microcatheter. The guiding catheter was placed at the origin of the anterior communicating artery. Initially a micrus frame 18s 10 mm x 34 cm and a deltafill18 8 mm x 35 cm were implanted with some resistance within the microcatheter and then the complaint deltafill 18 was inserted, but the delivery wire got stuck at the approximately 50 cm from proximal portion of the microcatheter and the physician thought the delivery wire became kinked in the microcatheter. The sheath was flushed once and the coil was advanced again, but the issue continued. The coil was removed again, but it was unraveled. The coil was replaced with another coil and the procedure was completed. Although there was resistance felt from the first micrus frame 18 s, it was thought to be a special resistance of the spectra, but the complaint coil had resistance shortly after being inserted into the microcatheter. The procedure was successfully completed without further issues. However, due to the event it was delayed for 10 minutes. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to the event. The product will be returned for investigation. No further information was available.

Manufacturer narrative:
As reported by a healthcare professional, during coil embolization of a ruptured anterior communicating artery aneurysm, a deltafill 18 coil (dlf180625, s13002) became stuck in the sl10 microcatheter. The guiding catheter was placed at the origin of the anterior communicating artery. Initially a micrusframe18s 10mmx34cm and a deltafill18 8mmx35cm were implanted with some resistance within the microcatheter and then the complaint deltafill 18 was inserted, but the delivery wire got stuck at the approximately 50cm from proximal portion of the microcatheter and the physician thought the delivery wire became kinked in the microcatheter. The sheath was flushed once and the coil was advanced again, but the issue continued. The coil was removed again, but it was unraveled. The coil was replaced with another coil and the procedure was completed. Although there was resistance felt from the first micrusframe 18 s, it was thought to be a special resistance of the spectra, but the complaint coil had resistance shortly after being inserted into the microcatheter. The procedure was successfully completed without further issues. However, due to the event it was delayed for 10 minutes. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to the event. The product will be returned for investigation. No further information was available. As returned, the embolic coil is severely stretched and tangled around the device positioning unit (dpu). The dpu was gently removed from the tangle of stretched embolic coil. There is a significant kink at the distal end of the dpu tip coil. The dpu core wire has protruded from the skive of the translucent introducer sheath. There are no apparent kinks or bends in the dpu core wire. The ball tip is intact. The articulating joint is damaged. The resistance heating (rh) coil has not received heat and melted. The v-notch of the resheathing tool is undamaged. There is damage to the translucent introducer sheath proximal to the resheathing tool. Advancement of the coil through a microcatheter cannot be tested because the coil is damaged and the dpu core wire has protruded from the skive of the translucent introducer sheath. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. The complaint that the deltafill 18 device was impeded in the microcatheter could not be confirmed. Because the dpu and embolic coil are damaged, advancement cannot be tested. The complaint that the device is kinked is confirmed. There is a distinct kink in the tip coil. The complaint that the embolic coil is stretched is confirmed. The embolic coil is severely stretched. Although the exact sequence of events is unknown, the stretching of the embolic coil was likely to have occurred when the device was removed from the microcatheter, which is when it was observed. Although there are no observed kinks or bends in the dpu core wire, there is a kink in the tip coil, and the dpu core wire has protruded from the skive of the translucent introducer sheath. This suggests that excessive force was applied to the device, possibly in an attempt to overcome resistance. Once the core wire has protruded from the translucent introducer sheath, it would no longer be possible to advance the coil. Finally, the damage to the translucent introducer sheath appears to be made by a gripping tool, such as a hemostat or clamp, being used to grasp the translucent introducer sheath during the procedure. The instructions for use (IFU) directs the user to use fingers to gently grasp the device while unsheathing, resheathing, and advancing/retracting. Using a tool to grasp the sheath could result in unintended application of excessive force. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product was returned for analysis; however, the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.